Event description:
A report was received stating staff was required to re-intubate an intensive care patient following 17 minutes of use. It was reported that staff heard a "pop". After hearing the "pop", a leak was detected and staff was unable to re-inflate the cuff. The patient was successfully re-intubated with a similar device. (B)(4) jelly was used for lubrication and no anomalies to the patient's anatomy were noted. The cuff was reported to inflate during 'prior to use' testing. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was reported to be discarded following removal from the patient. No lot number was provided therefore no lot review will be performed.

Manufacturer narrative:
Covidien reference number: (B)(4). No analysis was performed. The sample was reported to be discarded upon removal from the patient. The lot number was not provided and without the lot number the device history record cannot be reviewed. Based on information from the complaint tracking system and manufacturing controls, the following facts are concluded: the samples were not received for evaluation. All manufacturing controls were found acceptable and effective to detect the reported "cuff won't inflate" event. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of 2 hours. A deflation test is then performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is visually inspected cuffs are deflated.